Manufacturer narrative:
The device was returned to olympus for inspection and the event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes of the alleged failure is due to electrical/electronic component problem identified. The performance of an electrical or electronic component was found to had been due to a defective circuit board. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image flickered and ultimately did not display on the bronchovideoscope. There was no patient involvement.